Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: during implantation of the femoral component the red flaps oft the instrument is broken. No delay. Conclusion and justification status: following investigation by bioengineering, notification was received that: investigation into this failure mode has indicated that the root cause may be associated with fatigue of the ml slide screw either side of the cross pin, where the cross-sectional area was the smallest. Post market surveillance is per (B)(4). The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During implantation of the femoral component the red flaps of the instrument is broken. No delay.